Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please see email below from mr. (B)(6) at (B)(6) hospital. I¿m raising this as an official complaint as it appears this is a recurring problem that the surgeon has raised previously with my predecessor, (B)(6). Essentially, mr. (B)(6) uses the first generation of corail instruments and is finding that there is a mismatch between where the broach sits and the definitive stem. Upon introducing the definitive, he is finding that the corail stem sits a few mm prouder compared to the broach and as a result mr. (B)(6) has recently had to revise patients for periprosthetic fractures. I don¿t yet have any further details, please advise what specifics you require. (B)(6) and I are going to follow up with him about this, I feel it may also prove worthwhile for the engineering team to please arrange a visit to support with this issue as well. Hello, we had 2 proud corail implants yesterday due to rasp implant mismatch. We have one patient coming back to theatre for revision for fracture due to the same issue. I hope you can understand there is some displeasure. The hospital will raise these 3 with the (B)(6) to do their thing. My view remains that the trial should be the same size as the implant, otherwise it is not possible to do a trial reduction re length and stability. The good news is the third hip replacement the implant seated to the level of the pre rasped femur. This complaint captures the one patient who is returning back to theatre for revision for fracture due to the same issue.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the x-ray image provided confirmed the reported bone fracture. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : 5312424, device history review: a device history record (DHR) review on (B)(4) found no related deviations or anomalies. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.